Manufacturer narrative:
On feb 4 2020, the mentor failure analysis lab received the device for evaluation. It was noticed on feb 4 2020 that the device lot number and serial number were erroneously entered incorrectly in the previous report. The correct lot number is 7332235 and the correct device serial number is (B)(6). Device evaluation summary: during visual inspection of the device it was observed a crease in the anterior view. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 25 2020, additional information was received indicating the replacement devices were mentor memorygel breast implants 250cc, catalog number 35012501bc, serial number (B)(6) and serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation primary with mentor memorygel breast implants 325cc and experienced bilateral capsular contracture baker grade IV postoperatively. As a result, the patient underwent removal on (B)(6) 2020. This report is for the right breast prosthesis.